Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a leak occurred during preparation. During a pulmonary vein isolation pulsed field ablation procedure, a farawave catheter was selected for use. During preparation, the scrub nurse flushed the side port and noted more force needed to flush. The nurse added a 3 way stop cock to the port and when the nurse flushed, the nurse noticed there was a fluid leak between the port and stopcock. No air was seen in the sheath. The catheter was replaced, and procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the strain relief was detached from the luer. Microscopic analysis of the catheter was performed and with the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. The reported leak was confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a leak occurred during preparation. During a pulmonary vein isolation pulsed field ablation procedure, a farawave catheter was selected for use. During preparation, the scrub nurse flushed the side port and noted more force needed to flush. The nurse added a 3 way stop cock to the port and when the nurse flushed, the nurse noticed there was a fluid leak between the port and stopcock. No air was seen in the sheath. The catheter was replaced, and procedure was completed successfully. No patient complications were reported. The catheter was returned for analysis.